Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The initial medwatch reported mfg report #3013756811-2022-09484 was submitted as a duplicate report. The report was submitted under mfg report #3013756811-2022-09799. The initial medwatch reported mfg report #3013756811-2022-09484 was submitted as a duplicate report. The report was submitted under mfg report #3013756811-2022-09799.